Event description:
Updated summary: on (B)(6), 2023, customer reported a "crack from the clip and spiders from the back to the sides of the pump". Per the customer, there was no damage to the retainer ring. Customer also reported battery failed alarm. Customer was told to get a new battery and to call back to continue troubleshooting. Customer also mentioned that the pump was making a loud noise when priming and rewinding. Pump screen also lags. There was also an instance a while back where the pump was still delivering insulin when her bg was going low, causing her to use a glucagon shot to treat. Incident date is unknown for the low (so the notified date is used as the incident date). Pump was used at the time of the low. Pump is returning for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5, h6 with this report.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia. The hypoglycemia was treated with glucagon shot. Customer also reported that insulin pump had a large crack, screen lagged, rejected new batteries and rewind process was slower and louder. Customer also reported that the insulin pump was still delivering insulin even when customer's blood glucose was going low. Troubleshooting was not performed. It was unknown whether the customer had been using the insulin pump system within 48 hours of the reported low blood glucose event or the customer used the smartguard auto mode of the insulin pump. No further patient complications were reported. It was unknown whether the customer will discontinue the use of the insulin pump. The insulin pump will not be returned for analysis.